Event description:
Reporter alleged having low glucose symptoms, however tested glucose to be 120 mg/dl. It was stated customer tested back to back with a result of 51 mg/dl performed 5 mins later. Reporter indicated customer self treated with juice and no medical treatment was sought or rec'd. Customer stated glucose then read 65 mg/dl within 15 mins after treatment and 70 mg/dl within another 5 mins. A request was made for the return of the suspect device and replacement product was sent.